Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. It was reported that there were suction alarms directly after implanting the impella. A kink was noted under fluoroscopy. The physician attempted to reposition the device but was unable to unkink the catheter. The impella was removed, assessed, and reimplanted without issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.